Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr. (B)(6) implanted a right uncemented triathlon knee (B)(6) 2015. Initial postoperative x-rays revealed that the implants were in satisfactory position. The patient began experiencing increased right knee pain and later x-rays revealed a loose tibial component that had tipped into varus. Dr. (B)(6) elected to revise the tibial component to a cemented, augmented, and stemmed universal tibial baseplate. The other components were found to be well fixed and were not revised.

Manufacturer narrative:
An event regarding tibial loosening involving a tritanium baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the returned baseplate has evidence of a very small amount of bone ingrowth on the inferior surface. The supreior surface has evidence of damage consistent with explantation damage. Medical records received and evaluation: loss of contact between lateral baseplate and bone after arthroplasty in combination with relative varus malalignment of the knee after arthroplasty and obesity of the patient have contributed at least three risk factors for overload on the baseplate after arthroplasty thereby preventing the possibility of adequate bone ingrowth fixation. Revision became required after only 6-months. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review identified that loss of contact between lateral baseplate and bone after arthroplasty in combination with relative varus malalignment of the knee after arthroplasty and obesity of the patient have contributed at least three risk factors for overload on the baseplate after arthroplasty thereby preventing the possibility of adequate bone ingrowth fixation. Revision became required after only 6-months. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. (B)(6) implanted a right uncemented triathlon knee (B)(6) 2015. Initial postoperative x-rays revealed that the implants were in satisfactory position. The patient began experiencing increased right knee pain and later x-rays revealed a loose tibial component that had tipped into varus. Dr. (B)(6) elected to revise the tibial component to a cemented, augmented, and stemmed universal tibial baseplate. The other components were found to be well fixed and were not revised.